Event description:
During intervention portion of cardiac catheterization procedure, while an attempt to place a stent, difficulty with advancement was identified. The clinician chose to remove the entire cath system at which time a previously placed stent - approx 1 mo prior - was inadvertently removed. Stent being placed: taxus 2.75x20mm by boston scientific. Stent placed 1 mo ago: taxus.